Event description:
On (B)(6) 2013, it was reported that the patient underwent a full revision surgery on (B)(6), 2013 due to a lead discontinuity. The lead impedance after surgery was noted to be ¿ok¿. It was reported that the explanted product was discarded by the hospital and therefore could not be returned for product analysis.

Event description:
Additional information received on (B)(6) 2013 when the implanted product information was provided by the implanting hospital. The manufacturing records for the lead was reviewed and the device met all specifications prior to distribution.

Event description:
On (B)(6) 2013 clinic notes dated (B)(6) 2013 were received which indicated that the patient now has cardiac clearance for surgery and is being referred for replacement of the generator and possibly the leads. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2012, it was reported that this vns patient's device indicated high impedance. The patient was also having an increase in seizures (below baseline), and the magnet was no longer aborting seizures. The patient was referred for x-rays. The x-ray report was provided along with one x-ray image. While the x-ray image was noted to be of the chest, this was not clear upon review of the image. The generator was not visible. The lead was not visible. Based on the x-rays images received no assessment can be made regarding the condition of the lead or generator. The attached x-ray results stated that ap and lateral chest views were taken. The patient presented with increased seizures and for evaluation of the vns. The battery device for the vagal nerve stimulator is located in the left sub-pectoral region. There is a thin lead exiting from the anterior aspect of the battery pack extending to the left side of the neck with terminals overlying the anterior aspect of the left side of the neck at c4-c5. The thin wire, at least as seen, appears to be intact. The heart, lung fields, mediastinum and pleural spaces are without significant findings. The thin wires related to the vagal nerve stimulator are implanted on left side of the neck level of c3-c4. There is some coiling anteriorly these thin wires. The wires appeared intact. The patient's settings were provided from the (B)(6) 2012 x-rays. Additional follow-up showed that no causal or contributory programming changes, medication changes, other external factors, trauma, or patient manipulation preceded the increase in seizures or the high impedance. The patient had only tonic seizures. Increase was from 0-1 seizure per day to 1-2 seizures per day. The device was not disabled. The high impedance of the vns device appears to be caused of the increase in seizures. The family (caregivers) noticed that the magnet did not abort the seizures anymore. Additional x-rays images would not be provided, and the patient was referred for surgery. Surgery is likely but has not occurred,

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer; no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death.